Event description:
Per raised with minimal information. The customer reported via the sales rep that a patient had to undergo revision surgery due to the stem being broken in half. It has been requested that the sales rep obtain more information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.